Manufacturer narrative:
Device passed displacement test. Device received with cracked case on the back at the battery tube area and battery tube threads. Device received with scratched display window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had cosmetic damage scratches on the lcd screen and it was difficult to the customer to read the screen. Customer's blood glucose level was 266 mg/dl. Insulin pump will be returned for analysis.